Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that after injecting a dose of epinephrine and then analyzing the heart rhythm of a (B)(6) female pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable and the device prompted to change the batteries. Complainant indicated that the pt subsequently expired, however, it is unk if this is a result of the reported malfunction.